Event description:
It was reported that during an in-clinic follow-up, failure to capture and inappropriate capture were noted on the left ventricular (lv) lead. Test was performed and revealed a dislodgement of the lv lead. The lead was explanted and replaced on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and inappropriate capture. A complete lead was returned in one piece. The reported events of failure to capture and inappropriate capture were not confirmed. Visual examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.